Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The patient states a short beep sounded during use without an alarm and the unit rebooted. There was no harm or injury reported. The device was sent to a service center for evaluation. During evaluation the reported issue was not confirmed. Review of the device error logs confirmed the occurrence of a ventilator inoperative alarm. It was confirmed that the writing of the event log was not process properly therefore it is presumed that a failure occurred within the internal data processing. The main pca was replaced to address the issue. The device's software was upgraded to version 3.6.5. The inside of the device was checked, and it was confirmed that there was no peeling or deterioration of the foam. The device passed all final est. Prior to identifying the issue described in fsn 2023-cc-src-039, complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in fsn 2023-cc-src-039 was necessary to reassess reportability. Upon this further assessment, these complaints are being reported.